Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation. A visual inspection was performed and the biopsy channel of the video scope was inspected with an olympus borescope that was inserted through the distal end side of the channel. Near entry of the biopsy channel at the distal end side, significant scratches and tears were observed. However, there was no signs of stains or foreign material inside of the channel. In additional the distal end and elevator opening were free of foreign material. The investigation was unable to determine the cause of the device testing positive for microbial contamination. Additional information was requested regarding this event but was unable to be obtained. The instructions for use (IFU) addresses this failure. IFU warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor the field performance of this device

Event description:
Addendum feb 7, 2023: the device was cultured and sampled as routine surveillance per the facility's policy. The microorganisms were detected in the instrument channel.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. The facility utilizes the flush-brush-flush method to culture endoscopes. The scope was not ethylene oxide (eto) sterilized.

Event description:
As reported for this event by the customer, the device tested positive with staphylococcus aureus bacteria in two culture tests performed approximately eight weeks apart. Per the policy of the facility, the device was returned to olympus for evaluation and repair. There is no harm reported to any patient due to this event.

Manufacturer narrative:
Due diligence is being performed for this event with no response as yet from the customer. An olympus endoscopy support specialist (ess) performed an in-service with the staff member responsible for reprocessing. Ess completed an observation that the accessories were not checked prior to being used. In addition, the device was flushed with the third-party flushing machine before water being flushed through the distal tip flushing adapter. Ess corrected and re-educated the staff member on reprocessing of the device. The device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.